Event description:
It was reported that the patient's blood glucose level rose to 21.0 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. It was also reported the patient has skin irritation at the site and was treated with an over-the-counter cream. The patient had contact with a healthcare professional that had prescribed an inhaler spray (steroid) to use on the skin. It is unknown if the inhaler spray was prescribed for this incident or for a previous incident related to the pod or the patient's skin sensitivity condition. A supplemental report will be provided if new information is obtained. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.